Manufacturer narrative:
No complaint was received with the return of the device. Only the distal end of the lead was received for analysis. Failure event observed during analysis. Final analysis found internal insulation abrasion at 7.1 cm to 8.1 cm and 8.8 cm to 11.4 cm from the ring electrode. The insulation abrasions both breached the re cable lumen with no damage noted to the ethylene tetrafluoroethylene cable coating. Procedural damage was noted to the more proximal abrasion zone.

Event description:
This report is to advise of an event observed during analysis.